Manufacturer narrative:
Additional data: b.2., b.5., h.8.

Event description:
Juvéderm¿ volift¿ with lidocaine was applied to the temporal and supraciliary area. Juvéderm¿ voluma¿ with lidocaine was injected into the medial malar and lateral malar regions. Teicoplanin intravenously also provided due to patient's gastric intolerance. The symptoms resolved 4 months post injection without further symptoms.

Manufacturer narrative:
(B)(4). Concomitant medical product, concomitant therapies: unspecified medicine for depression. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 1 syringe of juvéderm¿ volift¿ with lidocaine and 2 syringes of juvéderm¿ voluma¿ with lidocaine. Product was injected into the periocular, zygomatic, temple, malar, ck3 regions. A month after injection, patient experienced edema and nodule in the injection site (periocular, zygomatic malar and temple areas). After the onset of symptoms patient was being treated for pneumonia and event was classified as face cellulitis. Patient was treated for it. 2 and a half months after injection, patient returned to physician with intermittent edema while being treated with corticosteroids and hyaluronidase injections. Patient experiencing pain and swelling around the eyes with lumps and receiving no treatment at that time. When patient wakes up, edema is bigger. 2 weeks later, ultrasound of superficial structures completed. 2 days later, nodule was more visible in the region of temple; first injection of hyaluronidase was performed. Bacteria culture exam completed. 4 days later, physician prescribed ciprofloxacin 500 every 12 hours per 10 days; hyaluronidase was injected again. 8 days later, hyaluronidase was injected again. About 3 weeks later, hyaluronidase was injected again; patient remained with nodule and pain (when it is swollen), intermittent edema. Additional soft tissue completed 4 days later. Patient visited the physician a week later and the lesion (nodule in the left temporal region) presented fluctuation and it was possible to collect secretion, which was sent for culture. Physician will restart treatment with ciprofloxacin and clarithromycin for the patient and continue treatment for 4 to 6 weeks. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00635 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2019-00637 (allergan complaint #(B)(4)). This MDR is being submitted for the injection of juvéderm¿ voluma¿ with lidocaine (lot: vb20a80122).